Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using naked eye and all components are correctly placed and according to the specification. Functional test were performed by submerging the device in water and as a result, bubbles were observed coming from between the outside side of the injection site port tube and the top of the port/flat seal. The reported condition was verified. The cause of the condition was due to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml intravia container was leaking from the seal around both sides of the port. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.